Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was turned off. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will not be return for analysis.

Manufacturer narrative:
Device powered up with a blank display. After swapping the boards into another case and then swapping a known good electrical board, the problem seems to be isolated to electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the frozen display.